Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was prompting the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 10am. The patient manages her diabetes with 500 mg of metformin and glyburide (dose not specified). At the same time after the alleged issue occurred, the patient indicated she continued with her usual diabetes management routine. As a result of the reported power issue, the patient claimed she developed a symptom of shaking one hour later. It is unclear what treatment, if any, the patient received after the alleged issue began. The patient denied testing her blood glucose with another device. During troubleshooting, the csr noted that the subject meter's batteries were not replaced per owner's booklet recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.